Event description:
Unable to remove mask form elbow of equipment; had to break to remove. The second circuit had a major leak. Operating room breathing circuit changed twice; unable to deliver adequate ventilation.